Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 6mm monopolar curved scissors instrument open/close knob fell off during set up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and was found to have a dislodged grip knob, the grip knob was returned with the instrument. No obvious damage to the grip shaft was observed. Additionally, the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.50mm x 2.72mm in size. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument.